Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's wireless recharger (wr) stopped charging so he was unable to recharge his deep brains stimulation (dbs) system and it turned off. The cause is unknown. The clinician thinks that the patient may have charged his wr but then was too impatient to let it sit in the charger long enough to recharge. The clinician used a patient programmer (pp) plug to try and recharge the charger while the patient was in clinic. (B)(6) 2021 (B)(4), (B)(4) (con): additional information was received from a healthcare provider (hcp) reporting that the patient hasn't been able to charge his implantable neurostimulator (ins) for 1.5 weeks. A rep suggested resetting the wr but that was not successful. The hcp states that when the wr is on the dock, the battery icon lights cycles through all charging levels but doesn't stop. When wr is removed from the dock, the lights stop cycling but the wr will not power on or do anything to charge the ins. They were able to interrogate the ins today and it showed that the ins is at 25% full. The patient indicated that he does not keep the wr on the dock and plugged in at all times. He only charges the wr when needed but does not recall seeing the battery level ever be on the lowest level.